Event description:
The complainant reported a patient (unknown ethnicity) with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support (mcs) experienced ventricular tachycardia and would subsequently expire. The patient underwent a left and right heart catheterization, and the decision was made to consult surgery. As the patient waited for surgery consult, the patient coded. Cardiopulmonary resuscitation was initiated, and one shock was delivered. The patient was transported to the catheterization lab for the impella cp device implant via the left femoral artery. Performance level was ramped up to p-5. The patient had two episodes of ventricular tachycardia necessitating shocks. A pulmonary catheter was place and the patient was return to the intensive care unit in stable condition. However, some time thereafter the patient expired. Further details were unnoted. Total impella mcs time was 18 hours.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.